Event description:
Caller reported potential false positive troponin (tni) on the triage cardiac panel compared to another triage cardiac panel and a lab analyzer. A (B)(6) old male went to the emergency department (ed). His initial conditions were hypertensive urgency and knee pain. It was not known if he was admitted. Patient's samples were tested immediately after each collection. Sample type collected was whole blood edta. EKG's were normal. No invasive procedure performed since overall clinical assessment of patient did not correspond to results.

Manufacturer narrative:
Investigation pending.